Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR. : synergy ous mr 3.50 x 16mm was returned for analysis. A visual and tactile examination identified no kinks along the hypotube. A visual and tactile examination of the distal extrusion identified no damages. A microscopic examination of the distal extrusion confirmed no evidence of any damages. A microscopic examination of the crimped stent identified no damages. The stent was fully crimped onto the balloon. A microscopic examination of the balloon material identified a longitudinal tear in the balloon material. The tear stretched from the distal edge of the proximal markerband and extended proximally along the balloon for an approximate length of 4mm. A microscopic examination of the proximal markerband identified no issues. A microscopic examination of the tip identified no damages. The device was attached to an encore device and when an attempt was made to deploy the stent it was identified that no positive pressure could be applied to the balloon, due to the tear in the balloon material, over the proximal markerband.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that failure to deploy and balloon damage were encountered. The severely stenosed target lesion was located in the calcified mid left circumflex artery. A 3.50 x 16mm synergy ii drug-eluting stent was advanced for treatment. However, the stent could not be deployed after being sent to the lesion, and the balloon was found to be damaged which had a mark of being scratched after being withdrawn. The procedure was completed with another of same device. There were no patient complications. However, returned device analysis revealed balloon torn.